Event description:
It was stated that the dead battery alarm was not triggered. The battery might have been defective. The event occurred before patient use at the facility, and there was dust inside the lcd. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue were a the lcd lens and the backup capacitor. The lcd lens and the backup capacitor were. The service history review had no indication that the complaint was related to a service of the device within the review period.